Event description:
Tap- it was reported that 303 days after implantation of a 3.5x20mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure the target lesion was located in the proximal left circumflex artery (lcx). A pre-intervention stenosis was not reported. It was nor reported that the lesion was pre-dilated. A 3.5x20mm taxus stent deployed at 18 atm in the region of the lesion. The stent was post-dilated with a 3.5x8mm quantum maverick balloon. A post-intervention residual stenosis was not reported. The patient received intra-coronary nitroglycerin, integrilin, heparin and ticlid during the procedure. The patient tolerated the procedure well. Complications were reported as "none." The patient presented 303 days after the initial procedure with in-stent restenosis in the proximal lcx. The percentage of restenosis was not reported. The lesion was pre-dilated with a 2.5x20 quantum maverick balloon. A 3.0x32mm cypher stent was deployed at 16 atm in the region of the lesion. The stent was post-dilated with a 3.5x15mm maverick balloon. A post-intervention residual stenosis was not reported. The patient received reopro, heparin, intra-coronary nitroglycerin, and ticlid during the procedure. The patient tolerated the procedure well. Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7957973 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.